Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this atrial lead had exhibited dislodgement. The lead was surgically capped and abandoned. No further adverse patient effects have been reported.